Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on electronic assembly/motor. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was 179 mg/dl. The customer stated that the pump got wet in ocean water. The customer stated that she had the pump on her chest and a big wave came. The customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.